Manufacturer narrative:
Additional information was provided which clarified the patient results. For patient 1: on (B)(6) 2011, sample 1 on module e-total psa result was 0.057ng/ml (e2- 1 module). The repeat result was 0.059ng/ml (e2-2 module). The free psa result was 0.284ng/ml (e2-2 module). The repeat result was 0.286ng/ml (e4-2 module). The total psa result of 0.059ng/ml and the free psa result of 0.286ng/ml were reported outside the laboratory. On (B)(6) 2011, sample 2 on modular c- total psa result was 0.078ng/ml and the repeat result was 0.085ng/ml. The free psa result was 0.350ng/ml and the repeat result was 0.309ng/ml. The total psa result of 0.078ng/ml and the free psa result of 0.309ng/ml were reported outside the laboratory. For patient 2: this patient was a male (B)(6). The first sample reported on the initial medwatch was actually tested on (B)(6) 2011, not (B)(6) 2011 as previously reported. On (B)(6) 2011, sample 2 on modular c-total psa result was 0.210ng/ml and the free psa result was 0.213ng/ml. On (B)(6) 2011 the same sample was repeated on the architect (abbott) and the total psa result was 0.137ng/ml. The free psa result was 0.06ng/ml the total psa result of 0.210ng/ml and the free psa result of 0.213ng/ml were reported the laboratory. Data was provided for a new patient: the patient was a male (B)(6). Medications were "sustrate, cardizem, clopidogrel, rosuvastatin and metformin." This patient's sample was tested on (B)(6) 2011 on the modular e, giving a total psa result of 0.395ng/ml. The repeat result was 0.413ng/ml. The free psa result was 0.559ng/ml and the repeat result was 0.517ng/ml. On (B)(6) 2011, a second sample from this patient was tested on modular c, giving a total psa result of 0.460ng/ml and a free psa result of 0.527ng/ml. The total psa result of 0.460/ml and the free psa result of 0.527 ng/ml were reported outside of the laboratory. None of the patients were adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
Two of the patient samples were submitted for investigation and the customer's results were reproducible. It was determined the event was due to the presence of auto-antibodies blocking an epitope on complexed psa or a rare psa isoform present in the serum samples. The issue is documented in product labeling.

Event description:
The user received questionable results for samples from two patients where the free psa result was higher than the total psa result. For the first patient: on (B)(6) 2011 sample 1 : total psa results were 0.057ng/ml and 0.059ng/ml. Free psa results were 0.284ng/ml and 0.286ng/ml. On (B)(6) 2011 sample 2: total psa results were 0.078ng/ml and 0.085ng/ml. Free psa results were 0.350ng/ml and 0.309ng/ml. On (B)(6) 2011 sample 3: total psa results were 0.052ng/ml and 0.058ng/ml. Free psa results were 0.330ng/ml and 0.274ng/ml. For the second patient who was a (B)(6) male: on (B)(6) 2011: total psa results were 0.214ng/ml and 0.199ng/ml. Free psa results were 0.231ng/ml and 0.2330ng/ml. No information was provided to determine if any erroneous results were reported outside the laboratory or if the patients were adversely affected. The total psa and free psa reagent lot numbers and expiration dates were not provided.